Event description:
Intravenous fluid infused too rapidly causing pt, who was admitted to hosp with myocardial infaction, to be moved to ICU with pulmonary edema and congestive heart failure. Nursing indicates IV was properly hung and infusion rate timed. Roller clamp on IV tubing let go, allowing fluid to infuse rapidly.